Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor glucose versus blood glucose large differential. Customer advised the sensor alerted threshold suspend multiple times. Customer's blood glucose was 196 mg/dl. Customer's sensor glucose level was 71 mg/dl. The sensor glucose and blood glucose readings have been off by over 100 points. Troubleshooting for sensor glucose and blood glucose was performed. Customer understood that the issue may have been caused by an incorrect insertion or choosing a bad site location to insert the sensor. Customer was advised to monitor the insulin pump and call back if issues persist.